Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, post-sensed t-wave oversensing was observed. The patient received inappropriate atp therapy. Review of the electrograms confirmed the presence of t-wave oversensing. The patient was fine and will continue to be monitored.